Event description:
The customer reported to olympus that during inspection before use there was no image on the evis lucera elite bronchovideoscope. The intended procedure was a tracheoscopy (diagnostic). There was no procedural delay and the patient was not under sedation. The facility finished the procedure with another similar device. No patient harm was reported.

Manufacturer narrative:
E1 establishment name: (B)(6). The device was returned and evaluated, and the customers allegations were confirmed, there was no image due to leaking of the suction connector. Additionally due to damage on the circuit board unit on the endoscope connector, the distal end section gets warm. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no issue was the scope connector leaked while the user was handling the device, and water invaded. Due to the invasion, abnormality of electronic parts occurred. The event can be detected/prevented by following the instructions for use which state: ¿- do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. - perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. - inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.